Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit had corroded motor home switch. Unit was received with cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to water. Customer's blood glucose level was 128 mg/dl. The lcd screen had drops of water. There was fluid under the lcd display. The customer could not see everything on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.